Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experience elevated blood glucose (bg) of 26mmol/l with extreme thirst, extreme drowsiness, and symptoms of dehydration associated with a call service 069 alarm. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the alarm occurred at random, not during any specific pump function. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed that a call service 87 alarm occurred on (B)(6) 2015 at 18:14 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During investigation, the pump emitted a call service 69 alarm during the rewind step. Additional testing could not be completed due to the alarm. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two placed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.